Event description:
A caller reported that the cartridge was not fitting properly on the pump and could not be fully snapped in. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was unable to remove the o-ring independently and planned to seek external assistance. Customer technical support attempted to follow up, leaving a voicemail and sending a follow-up email before closing the case.